Manufacturer narrative:
As reported in a research article, stenosis was reported initially five years after the valve was implanted, which progressively worsened until the valve was explanted due to stenosis and calcification about 6 years after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The calcification reported on the valve could have contributed to the reported stenosis, however as the valve was not received the presence of the calcification could not be confirmed and the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2013, a 21mm trifecta valve was successfully implanted due to calcified aortic stenosis. On (B)(6) 2018, it was noted that the aortic valve was slightly stenotic. A grade I para-prosthetic leak was observed along the interventricular septum (siv). On (B)(6) 2019, degeneration of the aortic valve was observed along with severe left ventricular dysfunction and cardiogenic shock occurred. Inotropes were administered. On(B)(6) 2019, a 23mm non-abbott valve was placed in a semi-emergent valve-in-valve procedure. On (B)(6) 2019, the valve leaflets were thickened and calcified. Severe stenosis and severe left ventricle dysfunction were observed. The left ventricular ejection fraction (lvef) was recorded at 15%. A transthoracic echocardiogram (tte) was performed, and the aorta was dilated to 45-46mm at the tubular level. The severe global hypokinesia was observed and the lvef was measured at 15-20%. The maximum velocity (vmax) was 4.3 m/s, the mean gradient was 50 mmhg, and aortic insufficiency (ai) was minimal. The mitral ring was seen to be calcified and mitral insufficiency (mi) was moderate. The left atrium (la) was dilated to 30 cm², and a double-jet grade 2 leak was observed. Right ventricle dysfunction was also noted. The patient status is unknown. No additional information was provided.